Event description:
It was reported that the patient seemed to have an allergic reaction to the biosure ha screw causing a granuloma in the tibia. Screw does not show signs of absorption. No other complication reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that as with any bioabsorbable implant, there is a chance of an inflammatory response during the degradation period of the device. The responses to clinical requests were not provided and s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported ¿allergic reaction/ granuloma¿ could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.